Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely with far r -wave over-sensing noted on the patient's implantable cardioverter defibrillator, resulting in inappropriate automatic mode switch. Under-sensing was also noted. Corrective programming changes were recommended. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: d3: field should reflect corrected registration site. Correction: g2: field should reflect corrected registration site. The medical device report (MDR) should have been submitted with manufacturer report number starting with 2017865 not as submitted.